Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes australia reports an event as follows: it was reported the measuring device was consistently undermeasuring by up to 10 millimeters during an open reduction internal fixation (orif) with cannulated screws for fractured neck of femur. The procedure was successfully completed with a five to ten (5-10) minute delay. This report is for a measuring device. This is report 1 of 1 for (B)(4).